Manufacturer narrative:
All available patient information was included. Additional patient details are not available. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 55684fp00. A review of tracking and trending did identify trends, however, further investigation which includes product performance testing and/or review did not identify a product issue. Device history review did not identify any non-conformances, deviations, or potential non-conformances with lot 55684fp00 and the complaint issue. The overall performance of alinity I ca19-9xr was reviewed using field data from customers worldwide. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 55684fp00 is within the established control limits. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I ca19-9xr reagent lot 55684fp00 was identified.

Event description:
The customer observed a falsely elevated alinity I ca19-9xr result for one patient. The following data was provided (customer provided reference range: 0 to 37 u/ml): 20jun2024 sid (B)(6) initial result = 83.66 u/ml, repeats = 12.64 u/ml and 11.84 u/ml, repeat with architect = 30.31 u/ml it is unknown if the patient has pancreatic cancer. No impact to patient management was reported.